Event description:
Pt called to ask where he can send pictures of some of the adverse reactions he's experiencing. He was given both FDA mailing address and fax number. Pt also called to explain that he woke up towards the end of hernia surgery, and stated he heard a couple nurses arguing about a drain. He said he was very confused because he had been under anesthesia. He said he heard the supervising nurse question the other nurses about where the drain was, and that it was supposed to be an external drain. Pt is concerned maybe the drain was inside his body. He stated that he brought the situation up, but since then has been ignored and neglected. He also stated that he did have an MRI in (B)(6) 2012 that did show a bulging with strange shape. Pt is also concerned that when he experiences these "pain attacks", that one might take his life and he does not want the same healthcare center to perform his autopsy. Pt said he fears they would try to hide what they find and if any mistakes were made.

Event description:
Patient called to report adverse reactions since implantation of bard hernia repair mesh, as well as, the implantation of back and neck devices including intervertebral caging fixation devices, interior lumbar plating, and bmp sponge. The patient stated he had inguinal hernia repair surgery in 2009 and had the bard mesh implanted. After implantation of the mesh, the patient said he began having multiple problems including: problems going to the bathroom, problems with sexual activity, extreme pain in the belt line down through the groin area, feels a bulging sensation in the abdominal and rib cage area, difficulty eating, body has an odor, oozing from pores, problems walking and standing, problems with movement, feels he "got kicked in the groin" and that "his testicles got kicked into his throat". The patient continued to explain he has to wear pants that stretch so he doesn't trigger pain attacks. He said he feels like his insides are swelling up, he gets muscle spasms, always feels sick, feels like his organs are leaking. He said he feels a poisoning, toxic-like feeling, dizziness, motion sickness, numbness, confusion, disorientation, memory problems, light-headed. He said it feels like his spine is sliced open and shooting infection into his body. He believes the three main things that activate his adverse reactions are humidity, exerting energy, and movement. Patient then explained after his hernia surgery he was also having back pain. In (B)(6) 2010, the patient stated he had surgery on his neck and low back which included 3 back fusions. Since the neck and back procedure, the patient said his life has been "(B)(6)". He said he can't go 2 blocks without spinning, twitching, having spasms, convulsions. He said he feels like his body is in a toxic shock, he has no feeling in his throat, swelling, no temperature control, sweating, exhausted, trouble swallowing, trouble sleeping, rashes with puss, vision problems with patches of fuzziness, headaches, nausea, no bathroom control and very "disgusting stool". He said his whole body "is freaking out". Patient said his eyes get swollen, his face color turns a green or white. He stated that he feels like he could die at any time. The patient said he did find out that he was allergic to nickel. The patient said he feels poisoned, feels like foreign objects are inside him, feels like an organ has died inside him, or a parasite is living inside him. The patient had an appointment with a pain management clinic last week, and he said they scheduled him 3 MRI's for his head, back, pelvis and lumbar. The patient's neck and back surgery included: c5-c7 12mm fra cage fixation devices and interior lumbar plating. Also, his procedure included l5-s1 cage fixation devices, c5-c6 and c6-c7 interior cervical discectomy with fusion and plating and an intervertebral caging device, packed with bmp sponge.